Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that while advancing the lead over the guide wire, the guide wire separated inside the lead. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, form the hospital, field contact or distributor. Evaluation summary: quality assurance analysis revealed that another company's guiding catheter was returned with this product. The guide wire was returned with blood and contrast on the coils and core. There was corrosion on the tipball. The tip coils were pushed distal from the center solder for 1 mm. The intermediate coils were pushed distal from the proximal solder for .3 mm. There was a separation in the core at the distal end of the hypotube. A section of the core was protruding from the distal end of the hypotube at the point of separation. The fracture faces were uneven and bent. There was a bend in the shaping ribbon. There were bends in the core 4 cm distal to the proximal solder as well as 18.5 cm and 50.5 cm proximal to the proximal end of the hypotube. There was no other damage to the guide wire noted. The guide wire was sent to electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned guide wire. The guide wire was found to be heavily damaged, it was bent at several locations, and it fractured at the distal end of the hypotube. The sem analysis showed the guide wire core separated from ductile overload at a bend. The guide wire was subjected to forces that exceeded the strength of the device. The instructions for use (IFU) for this device indicates that it is intended to faciliate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). There is no indication that this guide wire is to be used for lead placement. Guide wires are fragile and it is possible that while loading the guide wire into the lead, a bend occurred that would later fracture. In this case, the root cause of the bend and subsequent separation due to ductile overload is unknown, but the analysis did not show a manufacturing related cause for the issue. The corrosion, as found in the analysis, is related to deterioration in transit back to abbott and is not related to the issue. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.